Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and did not like the way the lens scated in the eye. The incision was enlarged to remove the lens and sutured after another lens was implanted. The reporter stated, there was not a problem with the product but a doctor preferences.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that a piece of the haptic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.